Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-8336-70, serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were tenderness and redness at the ipg site. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was not procedure related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms were tenderness and redness at the ipg site. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.